Event description:
Related manufacturer reference number: 2017865-2021-35949. Related manufacturer reference number: 2017865-2021-35951. It was reported that the patient presented with pocket infection. The entire system including the pulse generator, the right ventricular and right atrial lead was explanted. The patient was stable.